Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Datalogs confirmed the system and handpiece perform as expected. Evaluation of the treatment tip found the no issues related to the event. The system is designed to detect any raise in temperature during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. The customer reported no system errors or did anything out of the ordinary occurred during treatment. Based on the available information blisters, swelling, and nodules are known possible adverse patient reactions to thermage flx treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Complaint type identified within risk analysis and performing within anticipated rate. Investigation compete.

Manufacturer narrative:
Product evaluation complete. The tip passed visual (no dents, scratches, blemishes, dielectric breakdown, or tears seen), testing. The tip failed leak test. No functional test was performed due to tip having zero reps. A review of the manufacturing records showed all requirements were met. The data logs confirmed the system and handpiece perform as expected. Evaluation of the treatment tip found no issues. The customer reported no system errors or did anything out of the ordinary occurred during treatment. Based on the available information blisters, swelling, and nodules are known possible adverse patient reactions to thermage flx treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within anticipated rate. Investigation complete.

Manufacturer narrative:
The treatment tip has been received; however the evaluation is still in process. Based on the evaluation of the data log, the handpiece and system performed as expected. Further investigation is underway.

Event description:
The user facility in (B)(6) reported a patient sustaining knobby swelling on the neck area after the treatment and blisters on the cheek the evening after thermage treatment. The number of reps were not noted; however the highest energy level on the neck was 4.0, and the cheek 4.0-4.5. There were no system errors noted during the treatment. The treatment tip was inspected prior to use with no anomalies noted. The treatment tip was also inspected during the treatment and nothing out of the ordinary was observed. The patient was prescribed loratadine and predonine, and the doctor considered putting a hyaluronic acid into a dent.